Event description:
Doctor reported event of esophagitis from journal article: ¿long-term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi > 50 kg/m2¿, journal of visceral surgery doi: 10.1016/jviscsurg.2012.01.007. This medwatch represents the 6 pts listed in table 1 of the article who were diagnosed with esophagitis.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Irritation/inflammation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of irritation/inflammation as follows: ¿contraindication(s): the lap-band system is contraindicated in pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn¿s disease.¿